Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Per communication with (B)(4) (distributor) all information for the evaluation of this event that is available has been provided. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the intraoperative filling problem of the contralateral limb complaint is unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be confirmed be determined. Procedure related harms could not be determined. The clinical evaluation also shows reasonable evidence to suggest the infrarenal angulation measured 52.1°, which may have contributed to the reported incomplete fill; however, this could not be conclusively determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated, h6: investigation finding codes - remove code 3233, h6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event (stent grafts) will not be returned for evaluation and remain implanted in the patient. The delivery system will not be returned as it was discarded. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted.

Event description:
The patient was being treated for abdominal aortic aneurysm (aaa) on july 10, 2025 with the implant of an alto abdominal stent graft system. The alto abdominal stent graft delivery system was deployed as usual. It was reported that the polymer fill was not completely filling all the rings. The physician attempted to improve the incomplete polymer filling with the following manipulations: pushing up or pulling down the delivery system by 2-3 mm, pulling down the stiff guidewire, inflating the integrated balloon (with a smaller amount than the designed volume), slowly rotating the handle of the delivery system clockwise and counter-clockwise, each in one direction within 90 degrees. Despite these manipulations the polymer filled only to the third and fourth rings. The polymer did not fill into the first and second rings. After fourteen minutes had passed, the physician determined further filling would be difficult, and the bilateral limbs were deployed. The final angiography confirmed no endoleaks. The patient status was not reported.